Event description:
It was reported that the pump battery would not charge despite use of tandem charging cable, tandem wall adapter, and working wall outlet. Caller noted power source alert in pump history with no low power or shutdown alarms. There was no reported impact to the customer¿s blood glucose level. Caller confirmed pump eventually began charging after remaining connected to working outlet for at least 30 minutes. No further assistance was required.